Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. As it was reported to gore that in total 5 gore® viabahn® vbx balloon expandable endoprostheses were used for the procedure but as the implant book does not indicate which lot number was implanted where, an assignment of a lot number to a designated anatomical location cannot be made. Therefore all provided lot numbers were investigated and three reports will be submitted to the FDA in the us to indicate that three incidents occurred.

Event description:
On (B)(6) 2018, the patient presented as an emergency case in order to perform an endovascular aneurysm repair where a conformable gore® tag® thoracic endoprosthesis in combination with four gore® viabahn® vbx balloon expandable endoprostheses were used. It was stated that two gore® viabahn® vbx balloon expandable endoprostheses were implanted in the superior mesenteric artery and each time one gore® viabahn® vbx balloon expandable endoprosthesis in the left and right renal artery, where a ¿snorkel¿ technique was used for the right one. It was reported to gore that on (B)(6) 2018, the patient was returned to the theater as it appears that the superior mesenteric artery as well as left renal artery were compressed with limited or no blood flow. Consequently, both arteries were relined by using a bentley begraft plus device. The physician commended that the two chimney stents were crushed as they turn into the target vessel. It was also stated that the patient recovered quite well following the reintervention.

Manufacturer narrative:
As it was reported to gore that in total 5 gore® viabahn® vbx balloon expandable endoprostheses were used for the procedure but as the implant book does not indicate which lot number was implanted where, an assignment of a lot number to a designated anatomical location as well as which lot number was involved in the incident cannot be made. Therefore all provided lot numbers were investigated and three reports will be submitted to the FDA in the us to indicate that three incidents occurred. The following lot numbers were reported and investigated: item #bxa077902e / lot #17563172 / UDI #(B)(4). Item #bxa095902e / lot #17563018 / UDI #(B)(4). Item #bxa065902e / lot #17858236 / UDI #(B)(4) item #bxa077902e / lot #17570351 / UDI #(B)(4). Item #bxa097902e / lot #18291213 / UDI #(B)(4). The following three reports were submitted to the FDA (overview includes this report): MFR report: 2017233-2018-00550 MFR report: 2017233-2018-00551 MFR report: 2017233-2018-00552